Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged. The pt reported double vision and the inability to read. In exam, the lens was noted to be decentered. The lens was exchanged for a different model iol. Additional information has been requested.